Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the mobile view station (mvs) computer. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer was returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) will not boot.

Manufacturer narrative:
The analysis of the computer for the viewing station of the imaging system was completed by medtronic personnel. Testing found that the operating system could not complete start up.